Event description:
The complainant reported that the patient had bloody urine, and hemolysis was suspected. A lactate dehydrogenase test was ordered but has not yet been completed.

Manufacturer narrative:
No product was returned for investigation. Hematuria: the cause of the clinical symptom was not determined due to insufficient clinical details. Device with sn: (B)(6) passed all post sterile inspection checks.